Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However, the product n709's (lot# 2019-0451) device history records (DHR) including components (c069 tabs) inspection sheet (rmi 180501) were reviewed. All component measurements were within the tolerance, the presence of adhesive was inspected and verified per inspection criteria. Samples of finished goods were pulled out from retained samples for re-inspection and no abnormality was found. The presence of adhesive was verified and the product was tested on the human skin following the instruction mentioned on product's dfu. The product was able to hold and withstand 8.60 ounces weight pull force with no issue. Individual tabs from current inventory (rmi180501) have been also tested on the skin with no issue, each tab was able to hold and withstand 7.6 oz. Weight. No issue was found with the product or the tabs' adhesive. This was an isolated incident with just one similar occurrence in past 12 months and we were not able to reproduce the issue with retained samples. Product functioned as expected. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Customer reported poor adhesion on tabs for neobar n709.